Event description:
The pharmacist at the hospital, reported that "the implant broke and that the pt underwent surgery to extract and replace the implant."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.